Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to a reprocessing deviation from the instructions for use (IFU). The suggested phenomena were detectable and preventable by handling the device in accordance with the following IFU: the detection method is contained in gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection. The preventive measures are contained in gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning, and 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the insertion tube had buckling. Also, evaluation found water tightness was lost due to deformation of the right/left and up/down knobs, the nozzle was deformed, the bending section cover adhesive was detached, switch #1 and #2 were cut, the protector on the universal cord on the scope connector side was cut, the light guide cover glass was corroded, angulation was reduced, the bending section could not be bent in the down direction due to wear of the angle wire, the knobs had play, the image was partially dark due to a scratch on the objective lens, the water removal ability did not meet the standard value due to clogging of the nozzle, and multiple parts of the scope were scratched and dirty. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion tube of the colonovideoscope was wrinkled and angulation was reduced. The issues were found during reprocessing. It was unknown if the scope was reprocessed prior to being returned to the manufacturer for evaluation. The customer noted there were delays sometimes in starting the reprocessing process. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material, the bending section cover had clotting protein, and the following parts were dirty: light guide lens, scope cover, connecting tube and forceps channel port. The report is being submitted due to failures found during evaluation.